Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband called to report that the insulin pump is not functioning. Customer's husband reported that the customer is experiencing low blood glucose levels. Customer's blood glucose reading at the time of the incident was around 42 or 43 mg/dl. Customer treated low blood glucose with food. Customer's current blood glucose was 90 mg/dl. Customer's husband reported that the insulin pump alarmed button error. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratches on the lcd window.